Manufacturer narrative:
Other text: g4:date received by manufacturer 21-apr-2023. Additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since failure mode reported wasn't confirmed, all mitigations on placed were verified and it was confirmed execution accordingly.

Event description:
Information was received regarding a level 1 hotline disposable. It was reported that fluid leaked from connector. This occurred during set up.